Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2015 - product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the down keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. Moisture was observed on the pump¿s internal components. Leak test revealed a leak at a pump case crack. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.